Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00191 initial report on march 16, 2021 and MDR 1219913-2021-00191 supplemental 1 report on june 11, 2021. Additional information - 2021-11-17: a united states customer contacted the siemens customer care center (ccc) to report observations of imprecise (discordant reactive) atellica im sars-cov-2 total (cov2t) results on one patient sample, signal shape and sample integrity errors. Siemens investigation confirmed the potential for flash curve shape errors to occur on some negative samples when using atellica im sars-cov-2 total (cov2t) kit lots ending in 001, 002, 003, 004, 007 and 033. No flash curve shape errors were observed with kit lots ending in 010. A flash curve shape error occurs when the peak location of the flash curve during the light reading of acridinium ester in the presence of acid and base is shifted slightly to the right. These irregularities are flagged by the system algorithm and re-scheduled for a repeated test. There is no impact on assay performance, intended use, or result interpretation. Upon repeat testing, the flags do not occur, and a reliable result is reported. There is no action to be taken by customers for this issue. In addition, in MDR 1219913-2021-00191 initial report filed on march 16, 2021, it was noted that a siemens customer service engineer (cse) performed service on the atellica im instrument, where reagent probe 1 was replaced and alignment of all 3 reagent probes was restored. No further issues were observed after the service. No product non-conformance identified. Customer is operational. No further investigation in required.

Manufacturer narrative:
The patient sample was stored refrigerated. The customer did not recentrifuge the sample between the initial result and the initial precision study. The customer did recentrifuge the sample between the initial precision study and the repeat precision study. A siemens customer service engineer (cse) went to the customer site. It was determined that reagent probe 1 was bent. The empty reagent packs also indicated an alignment issue. The cse performed reagent probe alignments. All three reagent probes were one large step off when aligning to the reagent tray. Reagent probe 1 was replaced and alignment of all 3 reagent probes was restored. No further issues were observed after service. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens continues to investigate the instrument error codes obtained during the repeat precision study.

Event description:
A customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results on one patient sample during a precision study. The reactive results were considered discordant with the original nonreactive (negative) result. The customer performed the precision study as part of a patient look back because a negative quality control (qc) was found to be out of range. The customer recentrifuged the patient sample and repeated the precision study. Discordant reactive (positive) results were obtained and two errors (signal shape error and sample integrity error) were observed during this repeat testing. A patient result of "indeterminate" was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00191 on march 16, 2021. Additional information - 2021-05-14: siemens healthineers commercial product engineering (cpe) completed preliminary testing and determined that additional studies were required to further investigate the instrument error codes observed by the customer. The studies are in process at this time. Siemens continues to investigate.